Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: xve. Specific component(s) involved: pump drive unit malfunction. Additional text: xve. Other component:. Causative or contributing factor: no specific contributing cause identified. Other cause:. Intervention(s): replacement of pump. Other intervention:. Implant device type: lvad. Malfunction device type:.